Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch map877 and no non-conformances were identified. One unopened sample of product was received for analysis. The complaint sample was not returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative sample, no performance breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure on an unknown date and suture was used. The suture broke during surgery. There were no adverse consequences to the patient.